Event description:
It was reported that one of the jaws on the monopolar curved scissors instrument was not moving and that a cable snapped. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the grip close cable is broken at the distal idlers with 1/3 of the cable broken at the scissor grip causing the pulley to spin freely. The cable groove of the grip has a sharp peak. Damage may be due to tensile loading and cable wear on the pulleys and grip, combined with high grasping force. Engineering also observed the distal end of the main tube has a 2 inch long section with material removed on one side. The damaged area is 2 inches above the tube extension, parallel to the axis, and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage was found. Additional investigation is under-way regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.